Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lethargy. It was further reported that the right atrial (ra) lead exhibited oversensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.